Event description:
It was reported that the patient implanted with this pacemaker was at the emergency room (ER) and the device was found to be pacing at vvi with 50 beats per minute. Boston scientific technical services (ts) discussed most likely the device was at end of life (eol) battery status and explained they could interrogate the device even at battery capacity depleted (bcd) status. The device remains in service. No adverse patient effects were reported. Additional information from the field indicated that the pacemaker was explanted and was replaced with a non-boston scientific device. No further information provided. Additional information was received from a family member of the patient. On (B)(6) 2023 the patient was seen in the hospital for a low heart rate and also needed pulmonary care, which required the patient to be transferred to another hospital. The family member noted the patient was weak, with heart rates in the 40-50 bpm range, but the pacemaker was not replaced for four days. There appeared to be confusion at the hospital, of thinking a boston scientific representative needed to bring a programmer to interrogate the device when later a programmer was located in the facility. Interrogation found the device battery to be depleted and the patient underwent a device replacement procedure that day. The family member reported that the patient was feeling better the next day, but had lost a lot of strength and was too weak to return home. The patient was instead transferred to an extended care facility where he never fully recovered and passed away about two weeks later. The patient's family alleged negligence against the facility due to the delay in having the pacemaker replaced, and the family suspected a malfunction of the pacemaker due to the battery being depleted. The explanted device was not returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.